Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found the distal end connector twisted in the molded rubber.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0jm19, implanted: (B)(6) 2014, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0jm19, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that where the extension connected to the lead over tightened to the point it was turning and twisting the contacts on the lead. Damage was detected when capping the lead, so a replacement was used. The doctor used the same torque wrench to tighten the replacement extension. The patient was unaware of any difficulties and fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.